Event description:
It was reported that during testing, prior to surgery, it was observed that the attachment device was "heating up". There were no delays to the schedule surgical procedure as an identical spare device was available for use. No patient harm, adverse outcome or injury was alleged. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device was overheating. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.